Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedance measurements greater than 125 ohms. All other lead diagnostics were noted to be within rage. The patient also reported feeling a buzzing sensation in their chest. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.